Manufacturer narrative:
The reported event that ti gamma3® ø10.5x90mm was alleged of issue (implant breakage / u-blade) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on the complaint history and the risk management file, some of the possible causes for this failure are patient factors like patient¿s general condition (osteoporosis), post operative patient activity and user related like deviation from surgical technique, improper of implant etc. Avascular necrosis is most frequent adverse effects involving the use of internal fracture fixation devices which may be clinically related rather than device related. The correct selection of the fracture fixation appliance is extremely important. Failure to use the appropriate appliance for the fracture condition may accelerate clinical failure. Failure to use the proper component to maintain adequate blood supply and provide rigid fixation may result in loosening, bending, cracking or fracture of the device and/or bone. The correct implant size for a given patient can be determined by evaluating the patient¿s height, weight, functional demands and anatomy. Every implant must be used in the correct anatomic location, consistent with accepted standards of internal fixation. A review of the labeling did not indicate any abnormalities. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. If device is returned or any further information is provided, the investigation report will be reassessed. Remains implanted.

Event description:
At (B)(6) 2014, the u-lag screw was implanted on trochanter fracture. At (B)(6) 2018, the patient fractured the femoral bone trunk at the nursing home. Patient had osteonecrosis of the femoral head and the u-blade was broken and it was left in the pelvis. However, the possibility of the blade moving in the pelvis is low because the patient is elderly and almost bedridden, so the doctor was to follow up as it is.